Event description:
Reference number: (B)(4). Event occurred in ireland. It was reported that the patient faced double vision at times which makes it more difficult to move between rates when needed and his overuse of the high rate when not needed is resulting is adverse side effects causing drowsiness and hallucinations. Patient often found off state, seems to lack ability to do same independently, stiff, difficult for him to mobilize from chair, very poor facial expression. No further information available.

Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trend picked up, this will flag on the trips and alerts according to the omqr procedure.